Event description:
Customer reported that pump battery depletes too quickly. There was no adverse impact to the customer's blood glucose level. Technical support decided to replace the pump due to this malfunction. Reportedly, the customer reverted to alternate method of insulin therapy.